Event description:
It was reported that the right ventricular (rv) lead did not have an acceptable defibrillation threshold achieved during the initial implant. The rv lead remained in use until it was elected to explant the rv lead and implant a dual coil rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.